Manufacturer narrative:
Hh11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of holes in the PICC line was confirmed. The product returned for evaluation was two 4 fr s/l powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and a split was observed in sample 1 at the 4 cm depth marker and a split was observed in sample 2 just proximal of the 4 cm depth marker. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned for sample 1 and damage which was longitudinally aligned for sample 2 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together for sample 1 overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) for both samples an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "there was a hole in the PICC line. Patient was receiving treatment with epirubicin and cyclophosphamide. Cx calls the district nurse from health care center as blood comes from the needle when she flushes. The patient comes into the oncology department where a hole is found on the PICC line a few cm inside the skin. The PICC line is being phased out." No other information was provided. (B)(6) 2023 - two devices were returned for evaluation. This report addresses the second device.